Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that her son experienced high blood glucose level. The customer's blood glucose level was 485 mg/dl at the time of the incident. The customer's other blood glucose value was 451 mg/dl. The customer was assisted in troubleshooting for high blood glucose. The customer was alleging that the insulin pump was under delivering. He was assisted in troubleshooting. The customer was treated with insulin pump as well as manual injection. The insulin pump will not be returned for analysis.